Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 2mmx40mmx145cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 14 atmospheres, the balloon ruptured after being inflated for 40 seconds. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a 2.0x80mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.